Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated there's a black, vertical row on the blood glucose monitor display that interferes with viewing the therapy information. Further, she stated the monitor doesn't correctly store boluses that are delivered. The monitor was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The investigation unit (iu) confirmed the meter for display defect; a solid vertical line appears in the middle of the meter display screen. Iu observed that the line on the display is located at the tens digit of the blood glucose field, but digit still readable. The line does not distort the result during the simulation test; therefore, misinterpretation of bg result or bolus advice is not possible. Iu observed that the meter's serial number is below the serial number cut off (B)(4) that has been known to have display issues. Meters below this serial number could have been damaged during the component manufacturing process causing a solid line to appear in the display. This issue has been investigated and process improvements in handling of the meter's display have been implemented at the supplier to reduce the occurrence of this defect. The customer's allegation of memory problem was not observed during the investigation of the returned product. The customer's allegation of defective display was observed during the investigation of the returned product.